Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out. The customer's blood glucose was 134 mg/dl at the time of incident. The insulin pump will be returned for analysis.